Event description:
A review of the events indicated that three (3) patient samples tested on the galileo neo, automated blood bank system produced inaccurate aborh results. In two (2) tests, the instrument incorrectly produced a negative result for anti-a. In a third test, the instrument's pipettor did not allow for a test result that was accurate. With one mistype, its is likely the malfunction was caused by a customer's error; however our analysis of customer error could not be fully verified. With the second mistype; an instrument pipettor error rendered the instrument as intermittently inoperable. For the third mistype, the result on the galileo neo instrument typed ab+ against b+ in tube. The product investigation lab performed aborh tests on five (5) known aborh typed in house donor samples on the galileo neo using retention anti-a ser1 lot 101055e. Controls performed as expected and all in house samples resulted as expected. Retention product performed as expected. In each circumstance, subsequent testing of relevant reagent retention lots produced accurate results. Additional investigations related to quality control processes; test procedures and other facts could not determine any direct cause of the missed antibody screening and the malfunctions are allocated against the analytical instrument.